Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report an issue testing with the one touch ultramini meter. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach her by telephone. On (B)(6) 2011 the smss mailed a letter requesting the patient contact medical surveillance. On (B)(6) 2011 at 8:00 am the patient had an issue testing with the reported meter. Troubleshooting revealed the patient was attempting to test her blood glucose level while in the meter's memory mode. After the attempted use of the meter, the patient took her usual diabetes management routine; she does not take any medications for her diabetes. At 11:00 am the patient experienced the symptoms of weakness and sweating. She did not seek any medical attention or treatment. It would have been helpful to determine if these were the patient¿s symptoms of hypoglycemia, if she ate any meals before the onset of symptoms, and her usual blood glucose readings. The issue was resolved with patient education. The meter, test strips and control solution were replaced. The patient's testing technique was incorrect in that she was attempting to test her blood glucose level while in the meter's memory mode. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The patient's meter was returned and evaluated. Evaluation revealed the meter was functioning appropriately and no problem was found. 510k#: k061118.